Manufacturer narrative:
D4 lot is unknown. The device is not available for investigation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident was reported by (B)(6) hospital. The event involved 20 inch (51 cm) appx 1.9 ml, ext set, smallbore w clave clear, 2 6-port nanoclave manifolds, 2 check valves, spin luer with list number am6152 and lot number unknown: it was reported that the patient transferred from outside hospital and placed on all of their hospital drips and drips cocktailed through 12 port manifold. Product noted to be leaking in bed by night shift registered nurse. Patient since transferred was having issues with blood pressure and originally was thought to be a central line issue but since product was changed patient has not had any vital issues. Registered nurse reported leak to occur at bonded port attaching the tubing closest to the patient to the ported microclaves. This exact location for leaking has been a recurrent theme and must be escalated due to the severity of impact and risk caused to patient. Increased risk for clabsi duet to open system in central line. Patient hemodynamically unstable since admission and planned or on (B)(6) 2026. The medication administration to patient got delayed. The following medications like precedex, epinephrine, dilaudid, vasopressin, carrier solution were used in the event. Sample photo is provided for evaluation. There were a patient involvement and patient harm.